Event description:
In 2009, the secure-lock came off the plate while the surgeon was inserting the screw. Additional information received from the sales representative on 17 feb 2009: the sales representative reported that the patient was undergoing a one level initial c5-c6 anterior fusion. It was the secure-ring on the 4th and last screw that the surgeon was inserting, that came off the plate. The surgeon removed the other 3 screws, the secure-lock, replaced the plate with an identical one and reinserted the same screws. There was a surgical delay of 5 minutes.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacturing date is unknown. Evaluation is pending, upon completed investigation of the product.